Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Nexvia cracked at one of the injection ports and fluid and blood came from the crack in the injection site therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known.

Manufacturer narrative:
The complaint of a crack in the luer adapter was confirmed. The cause may have been a combination of various circumstances; however, manufacturing was likely a contributing factor. Photographs were provided for investigation. One photo showed a 22g nexiva IV catheter with evidence of use. A crack was observed through the threaded end of one of the blue dual port luer adapters where a q-syte connector was attached. While overtightening and connection may have been a contributing factor, the manufacturing process may have allowed the adapter to crack. No deformation was noted on the molded component that would suggest significant damage by external forces. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
Event date updated.